Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on posterior, creases fold, and yellow particles. A leak test and microscopic analysis were performed which identified a striated opening due to surgical damage and consistent in the use of some surgical tool, non-penetrating nicks, a sharp opening on the radius due to an unidentified tear opening, and delamination on the valve (<75% partial separation) assessed as adhesive failure. A dimension measurement in the shell was performed which identified the thickness is within specification.

Event description:
Device has been explanted.